Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a medical equipment company representative was confirming the status of various cardiac resynchronization therapy defibrillator (crt-d) devices, the device was interrogated, and the battery longevity status bar was gray. It was noted that the device had been stored in cold weather periodically. It was further reported that despite being placed in a warm environment for several days, the device would not flip back to a non-gray bar status. The device was not used and there was no patient involvement.